Event description:
Add'l info receive from reporter for mw5071909 on (B)(6) 2018: cohesive textured gummy bear implants robbed me of my health and happiness. These are dangerous. I used to be active, now I am barely able to get out of bed. These need to come off the market, all implants should.

Event description:
I got allergan natrelle 410 cohesive textured gel breast implants in (B)(6) 2016 and from the onset of getting the implants, I had a host of autoimmune symptoms arise. All tests came back negative yet I felt like I was dying and getting sicker as the years progressed. I was extremely healthy before getting implants, yet was seeing all sorts of doctors and had 7 ER visits in one year!